Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) minicaps were found to be cracked. This was found during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four (4) actual samples were received for evaluation. A visual inspection identified all four (4) units of minicap had a crack in the base of the cap. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.